Event description:
Pdc received a call on (B)(6) 2014, reporting a medical intervention that occurred on (B)(6) 2014 at 6:00 pm. Patient (ds) called in stating the reason for the intervention was because he received a blood glucose reading of 400 mg/dl, which caused him to become alarmed. Pt stated that he had no symptoms and that he felt fine. The reading on the prodigy meter at the time of the actual event was 412 mg/dl. Patient drove himself to the emergency room. Patient's glucose reading upon arrival at emergency room was 178 mg/dl. Four units of insulin were administered to patient at emergency room. Upon discharge from the emergency room patient's blood glucose reading was 108 mg/dl. Patient's stay at emergency room was 2.5 hours. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Event description:
This is a supplemental report to initial report (B)(4) to submit manufacturer conclusion of suspect device and to close out case. Manufacturer conclusion is as follows: ok biotech check the returned meter and found: the current test is 1.4 ¿a. The standard is <55¿a pass. The working voltage test is 400.0mv. The standard is 400±3mv. Pass. Meter's setting, audio and all buttons were ok. We tested the returned meter and strip with in house control solution (low:35/high:255 mg/gl). All results were within the acceptance range. Reference manufacturer 3005862821-2014-00017.